Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep report: a replacement of a right knee joint prosthesis will be perform on monday (B)(6) 2018. This right knee joint prosthesis (product tc3 depuy) was implanted on (B)(6) 2014 and replaced another right knee joint prothesis because the patient had medial femorotibial and patellofemoral pains. Dob : (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.